Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Error 40068 has occurred, auxiliary video board - printed circuit assembly (avp) replacement resolved the error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The avp was analyzed and in artemis, error 40068 was found indicating that the fault occurred in the field. Visual inspection, no issue was found related to the reported event. The avp was installed in the golden system where the board was programmed successfully. The system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error log was investigated, but no error could be found. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that after a da vinci-assisted surgical procedure, that customer informed technical support engineer (tse) that error 40068 occurred while powering down system. Found that error 40068 and 310 on auxiliary video board - printed circuit assembly (avp) was recorded via artemis. The procedure was completed with no reported injury.